Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported, the device did not sound an audible alarm tone during an alarm condition while in the high and low volume settings. The pumps was returned to the biomedical engineering department with an unsigned note that stated, "broken." Not tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while in the high and low volume settings. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.